Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), salpingitis ('chronic inflammation in her fallopian tubes') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingitis, pelvic adhesions and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("painful sexual intercourse"), infection ("infection"), hypoaesthesia ("numbness and tingling sensation in both her legs") and paraesthesia ("numbness and tingling sensation in both her legs"). The patient was treated with surgery (laparoscopic/robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, salpingitis, pelvic inflammatory disease, dyspareunia, infection, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered dyspareunia, hypoaesthesia, infection, paraesthesia, pelvic inflammatory disease, pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy noted date of removal: (B)(6) 2011. Plaintiff performed more than one essure related surgery dated: (B)(6) 2011. Lot number: 664591 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), salpingitis ('chronic inflammation in her fallopian tubes') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 664591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingitis, pelvic adhesions and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("painful sexual intercourse"), infection ("infection"), hypoaesthesia ("numbness and tingling sensation in both her legs") and paraesthesia ("numbness and tingling sensation in both her legs"). The patient was treated with surgery (laparoscopic/robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, salpingitis, pelvic inflammatory disease, dyspareunia, infection, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered dyspareunia, hypoaesthesia, infection, paraesthesia, pelvic inflammatory disease, pelvic pain and salpingitis to be related to essure. The reporter commented: discrepancy noted date of removal: (B)(6) 2011. Plaintiff performed more than one essure related surgery dated: (B)(6) 2011. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record 2017-165421 which will be retained. From deletion case (B)(4) (MFR control no 2951250-2019-10998) event added- pelvic inflammatory disease. Lot number, medical history, new reporters, lawyer, patient demographic added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and salpingitis ("chronic inflammation in her fallopian tubes") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), infection ("infection"), hypoaesthesia ("numbness and tingling sensation in both her legs"), paraesthesia ("numbness and tingling sensation in both her legs") and dyspareunia ("painful sexual intercourse"). The patient was treated with surgery (laparoscopic/robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, salpingitis, infection, hypoaesthesia, paraesthesia and dyspareunia outcome was unknown. The reporter considered dyspareunia, hypoaesthesia, infection, paraesthesia, pelvic pain and salpingitis to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.